Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that a pin was a broken off in the device. There were no adverse consequences related to this event.